Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that when the carelink monitor is connected to the phone jack that the home phones do not work. As soon as the monitor is disconnected from the phone jack the phones work. The monitor will be replaced. No patient complications have been reported as a result of this event.